Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The returned device appeared to be clean without any foreign substance on the exterior. The returned device was examined under magnification. When viewed under magnification, there was an apparent separation of the inflation line from the endotracheal tube. The point of separation for the two components appeared to have jagged edges on both the inflation line and the endotracheal tube, specifically where the components were previously joined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
A report was received from (B)(6) stating that about three weeks after use the nurse discovered the inflation tube had detached and dropped into the patient's bed. It has not been confirmed if the patient bit into the device. There was no reported patient injury. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.